Event description:
It was reported by the affiliate that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the instrument did not work correctly. The clips went out in the wrong way. The case was completed with another instrument. There was no pt consequence.